Manufacturer narrative:
The report of the thermogard console ((B)(4)) displaying "coolant low" error message intermittently was not reproduced during functional testing and not confirmed on the analysis of the event log. Upon visual inspection no physical damage was observed. Functional testing was performed and no issue was observed. The console passed all tests. During analysis of the event log, no issues were observed. Although the reported complaint was not confirmed through this functional testing and analysis of the event log, as a precautionary measure, the coolant block sensor was replaced. The console was further tested including the calibration test and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console ((B)(4)) displays "coolant low" error message intermittently, when the coolant level on the cool bath is full. No further information available. No known impact or consequence to patient reported.